Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer rec'd a result of "lo" (less than 20 mg/dl) on their blood glucose meter. The consumer immediately performed two add'l tests using the same meter and strips getting the following results of 360 mg/dl and 306 mg/dl and then again discrepant readings of 73 md/gl and 432 mg/dl while troubleshooting. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.